Event description:
Used the icy hot heat therapy patch on upper back for pain. After eight hrs, the area under the patch was bright red and blistered in one area (3 blisters). "Picture of burns enclosed". See scanned page. Dose or amount: 1 patch, frequency: 8 eights, route: patch. Dates of use: 2008. Diagnosis: back pain.